Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information : imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump was programmed manually using guardrails for an a transfusion of prbcs for 50ml/hr at 2200 and at 2213 the infusion was increased to 110ml/hr for a total of 3 hours. At the end of infusion it was noted that the bag of blood was full and had not infused. The customer is requesting bd to perform a log review. There was patient involvement but no harm. Customer is requesting a log review only. No devices will be returned for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
T was reported that the pump was programmed manually using guardrails for an a transfusion of prbcs for 50ml/hr at 2200 and at 2213 the infusion was increased to 110ml/hr for a total of 3 hours. At the end of infusion it was noted that the bag of blood was full and had not infused. The customer is requesting bd to perform a log review. There was patient involvement but no harm. Customer is requesting a log review only. No devices will be returned for investigation.